Event description:
Dealer states, he received that chair and it appears it was put together wrong. States that the seat will not lock in place .states the back appears to be wider than the chair. States the xframe on the seat has 2 plastic bars. States that one of the bars appears to be backwards, causing tension, and causing the bars to bend, preventing seat from locking.